Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced pelvic pain, severe pain in lower abdomen, and mixed incontinence. Patient had removal of the vaginal portion of the device, kelly plication and cystoscopy under general anesthesia.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information received on 12/07/2022 as follows: following implantation of the aris, the patient began experiencing dyspareunia.